Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 the date the complaint was reported to bsc, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx sling kit was implanted into the patient. According to the complainant, after the procedure, the patient has been bleeding for 9 days and has been advised to visit the emergency room. Boston scientific has been unable to obtain additional information regarding the event and patient's current condition to date, despite good faith efforts.